Event description:
A discordant advia centaur xp rubella g result was obtained on a patient sample when the customer performed a correlation run prior to using a new advia centaur rubella g reagent lot. The patient correlation sample from a new employee hire was initially reported as non reactive with the in use reagent lot and was reactive when tested with the new reagent lot. The customer observed no other patient correlation issues and one other correlation sample that was initially reactive did repeat as expected with the new reagent lot. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp rubella g result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection, verified system performance and decontaminated the acid and base reservoirs. The cause for the discordant advia centaur xp rubella g result on a patient sample when the customer performed a correlation run prior to using a new advia centaur rubella g reagent lot is unknown. There were no system errors observed by the customer, no other discordant rubella g patient results reported at the time of the event and no other patient correlation result issues. One other correlation sample that was initially reactive did repeat as expected with the new reagent lot. The patient sample is not available for further investigation. No conclusion can be drawn. The instrument is performing within specification.